Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during a procedure, a farawave catheter was selected for use. During the procedure, it was noted that irrigation seemed to be stuck. The issue occurred during last 5 minutes of the procedure, physician decided to finish the procedure using same device. After the procedure, irrigation was checked and no fluid was leaking from the tip of the catheter and irrigation port seemed blocked. No patient complications occurred. The device is expected to be returned for analysis. It was further reported that the procedure was an atrial fibrillation ablation procedure.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during a procedure, a farawave catheter was selected for use. During the procedure, it was noted that irrigation seemed to be stuck. The issue occurred during last 5 minutes of the procedure, physician decided to finish the procedure using same device. After the procedure, irrigation was checked and no fluid was leaking from the tip of the catheter and irrigation port seemed blocked. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Device technical analysis upon receipt at boston scientifics post market laboratory, the farawave catheter was visually inspected. Visual inspection of the device noted no outer abnormalities. A guidewire was inserted into the catheter, and the catheter was deployed to basket and flower configurations successfully. Subsequently, a flushing test was performed through the irrigation port. Irrigation was observed in undeployed state, but not in basket and flower shape. Dissection of the catheter revealed a kink in the flush lumen. Irrigation was not able in basket and flower shape, and there was a kink in the flush lumen. Based on the product analysis the difficult to irrigate was confirmed. Investigation conclusion: based on all the available information, the cause of the reported flushing difficulties was likely attributed to device design as the flush lumen was kinked, causing flushing difficulties.

Event description:
It was reported that during a procedure, a farawave catheter was selected for use. During the procedure, it was noted that irrigation seemed to be stuck. The issue occurred during last 5 minutes of the procedure, physician decided to finish the procedure using same device. After the procedure, irrigation was checked and no fluid was leaking from the tip of the catheter and irrigation port seemed blocked. No patient complications occurred. The device is expected to be returned for analysis. It was further reported that the procedure was an atrial fibrillation ablation procedure.